Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 86% stenosed, 6 x 4.0mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified left anterior descending. A 8 x 4.00 rebel bms stent was advanced but failed to cross the lesion. The device was completely removed from the patient and the distal stent struts were found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.